Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash on her back and sides. Patient described that rash as red, bumpy and itchy. Patient stated from scratching, the skin came off, but there was no bleeding. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician prescribed her a cortisone cream. Follow up indicated that the cream is helping with the skin irritation.